Event description:
Us dist contacted zoll on (B)(6) 2015 to report that a pt experienced an inappropriate defibrillation event. Supraventricular tachycardia (svt) at 160 bpm contributed to the false detection. The response buttons were not pressed during the entire event. The pt went to the hosp following the treatment and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Eval: device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Mfg date and usage of device: monitor (B)(4): 06/2014-reuse; electrode belt (B)(4): 11/2014-initial use. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.